Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that right ventricular (rv) lead was observed with loss of capture. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.